Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of inability to introduce sheath and distal tip damage were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (tortuosity) and/or procedural factors (steep insertion angle, high push force) likely contributed to the event; it was reported that it was a high stick, the guidewire buckled, and the ldpe soft tip of the 16fr esheath+ became kinked/folded while being inserted due to the patient's tortuous anatomy. Tortuous patient anatomy and/or a steep insertion angle can create sub-optimal angles that can induce stress to the sheath shaft, causing it to bend or kink and require a higher push force to navigate. A steep insertion angle can induce stress to the sheath shaft, causing it to bend or kink and require a higher push force to navigate. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 (s3) valve in the native aortic position, the guidewire buckled and the ldpe soft tip of the 16fr esheath+ became damaged (kinked/folded) while being inserted due to the patient's tortuous anatomy. It was discovered that the dilator (a component of the esheath+) appeared to cause a perforation in the iliac at the level of the inferior epigastric artery. The patient's blood pressure dropped, and the operating team went up and over with a balloon to seal the perforation site. The damaged esheath+ was replaced with a new 16fr esheath+ and stiffer wire, the s3 valve was successfully deployed and a covered (non-edwards) stent implanted. Per report, the patient is stable and recovering in the intensive care unit.